Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the line blocked alarm occurred. The patient then received the line blocked alarm a second time and was again able to clear the alarm and resume insulin delivery. The patient reported receiving the line blocked alarm for a third time. However, during this occurrence, the cleo 90 infusion set was replaced, after which insulin delivery resumed without further issues. The event occurred while in use with patient and there was no patient injury.